Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found high battery resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 1500 mcg/ml at 351,6 mcg/day via an implantable pump for an unknown indication for use. It was reported that there was a critical alarm and the patient experienced mild withdrawal and a slight increase of muscle tone. It was reported that the rehabilitation center checked the pump logs this morning and it was noted that a low battery reset occurred and the pump was in minimum rate. The pump logs were reviewed at it was noted that the pump was in safe state. It was noted that elective replacement indicator (eri) had occurred on (B)(6) 2017. On (B)(6) 2017, a low battery reset occurred followed by safe state. The pump was reprogrammed to 351,6 mcg/day. It was reported that the pump went into critical alarm again. It was reported that the patient was hospitalized on (B)(6) 2017 and receives oral baclofen. The neurosurgeon was going to replace the pump on (B)(6) 2017. It was reported that there was no root cause that could have led to or contributed to the issue. It was reported that the issue was not resolved at the time of this report. It was reported that surgical intervention had not occurred, but was planned to occur on (B)(6) 2017. The patient status at the time of this report was alive ¿ no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the implant date was (B)(6) 2011. It was reported that the pump was explanted on (B)(6) 2017. No further complications were reported and/or anticipated.